Manufacturer narrative:
The insulin pump passed displacement test, self test, active current measurement and sleep current measurement. The insulin pump was monitored. No blank display noted during testing. However, device received with corroded battery tube. The device successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the insulin pump trace download. Intermittent response from all buttons due to moisture damage to keypad traces. The device passed the keypad voltage test. The electrical board 1 connector on electrical board 1 was locked properly during visual inspection. The electronic assembly were inspected and no anomalies noted. The corroded battery tube, scratched case and pillowing keypad overlay noted during visual inspection. The p-cap/reservoir does lock properly. No blank display noted during testing. However the battery tube is corroded. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump was not working and buttons were not working. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. The insulin pump was not exposed to change altitudes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.